Event description:
Upon receiving additional information of the reported event, it was determined to be not reportable under this file, but reported under (B)(4).. The initial report should be voided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Upon receiving additional information of the reported event, it was determined to be not reportable under this file, but reported under (B)(4).. The initial report should be voided.

Manufacturer narrative:
(B)(4). Concomitant medical products: 150476 - oss poly tibial bushing - 545940; 150480 - oss axle - 469410; 150477 - oss poly femoral bushings - 354010; 150493 - oss reinforced yoke - 933270; 150410 - oss tibial poly bearing 12mm - 581070; 150478 - oss poly lock pin - 794330; 150362 - oss cemented im stem 13mmx90mm - 178750. The customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2021-00631, 0001825034-2021-00632, 0001825034-2021-00634, 0001825034-2021-00635, 0001825034-2021-00636, 0001825034-2021-00637, 0001825034-2021-00639.

Event description:
It was reported that the patient underwent a right knee revision. Subsequently, the patient was revised due to unknown reasons approximately three days later. Attempts have been made and no further information has been provided.